Manufacturer narrative:
Due to characterization limit e1 : event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) pressure waveform was not displayed during use. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4,b5, b3 , b6 , b7, d10, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes), h11 a getinge field service engineer (fse) states upon inspection, it was determined that the pressure cable connector was damaged, causing the problem. Since the user rejected the repair offer, no further device information cannot be provided.

Event description:
It was reported that before use the customer reported that the cardiosave intra aortic balloon pump (iabp) pressure waveform was not displayed. The device was promptly replaced with another one. There was no patient involved